Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that a damage was observed in the lapjoint area of the sheath. A kink in the sheath assembly from femoral marker to the proximal end was noted during visual inspection. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. The imaging core could not pull out from hub due to the coagulated blood in the sheath. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 23-may-2017. It was reported that lost image occurred. An opticross¿ imaging catheter was selected for use in viewing the target lesion. During the procedure, opticross¿ imaging catheter image disappeared while visualizing the target lesion. Since the procedure was on its finishing part, it was completed with cine cardio angiography using this opticross¿ imaging catheter device. No patient complications were reported. However, device analysis revealed that the lap joint area of the sheath was damaged.